Event description:
This spontaneous report, rec'd from a consumer reported as "high sugar levels", concerns a pt who is using novopan 3 (insulin delivery device) in connection with their diabetic treatment. Reportedly, the pt was hospitalized due to very high sugar levels for a few days. It was discovered that the pen did not have black disc on the end. A new pen was issued at the hosp. The outcome was not reported.